Event description:
It was reported that "when the user was inserting the peel-away sheath/dilator, it was not advanced smoothly. Checking it, the tip was deformed. Therefore, the catheter was replaced with a new one to complete the procedure. No injury to the patient was reported." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when the user was inserting the peel-away sheath/dilator, it was not advanced smoothly. Checking it, the tip was deformed. Therefore, the catheter was replaced with a new one to complete the procedure. No injury to the patient was reported." The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one peel-away sheath and dilator assembly for analysis. Signs of use were observed on the sheath and dilator. Visual analysis revealed that the distal end of the peel-away sheath tip was damaged. The sheath extrusion was also deformed in two locations along the score line. Additional analysis of the dilator also revealed that the tip was damaged. The sheath length from the tabs to the distal tip measured 2 3/4", which is within the specification limits of 2 5/8"-2 7/8" per peel-away product drawing. The sheath outer diameter measured 0.095", which is within the specification limits of 0.094"-0.099" per peel-away extrusion product drawing. The sheath inner diameter at the proximal end measured 0.079", which is within the specification limits of 0.076"-0.080" per peel away extrusion product drawing. The sheath inner diameter at the distal tip could not be accurately measured due to the nature of the damage. The dilator length from the hub to the tip measured 3 7/8" , which is within the specification limits of 3 3/4"-4" per the dilator product drawing. The dilator outer diameter measured 0.0745", which is within the specification limits of 0.0730"-0.0750" per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured 0.023", which is within the specification limits of 0.022"-0.026" per the dilator extrusion product drawing. The dilator inner diameter at the distal tip could not be accurately measured due to the nature of the damage. The peel-away sheath and dilator were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "ensure dilator is in position and locked to hub of sheath". The dilator was removed , reinserted into the sheath, and locked into the sheath hub. The dilator was able to pass through the sheath extrusion and lock on the hub. A device history record review was performed, and findings were identified. A non-conformance was initiated for batch 34c25b0039 to address the issue of peel-away tearing incorrectly. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". The report of peel-away body damage was confirmed through visual analysis of the returned sample. Visual analysis revealed that the sheath tip was damaged. Despite the damage, the sheath and the dilator met all relevant functional requirements. Various factors could contribute to the observed damage to the sheath tip , including the sheath tip manufacturing process and/or undue force applied unintentionally by the user; therefore, the root cause is undetermined. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.